Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the delivery issue was patient condition related to calcification.

Event description:
Impella 5.5 was attempted to be inserted via axillary artery in a 73 year old male patient for a protected percutaneous intervention. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai shock stage d. The impella 5.5 would not advance past right axillary/innominate junction and ultimately needed to be switched to impella cp, due to inability to advance pump. This replacement occurred with no noted adverse events to the patient.

Manufacturer narrative:
B1: added adverse event. B5: added clinical review. H1: corrected to serious injury.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that implantation of an impella 5.5 was aborted due to patient anatomy. The pump would not advance past the right axillary/innominate junction. An impella cp was implanted successfully instead. No patient harm was reported.

Manufacturer narrative:
Correction: this report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.